Manufacturer narrative:
E1 initial reporter address: (B)(6). Device evaluated by MFR.: a mustang device was returned for analysis. The proximal section of device including the hub was not returned for analysis. A longitudinal tear was identified 3mm proximal of the proximal markerband extending 22mm distally. A visual and microscopic examination of the balloon material identified no issues that could have contributed to the complaint incident. A visual and microscopic examination of the markerbands identified no issues. The shaft was noted to be cut 70mm proximal from distal end of markerband. The proximal section of device including the hub was not returned for analysis. A visual and tactile examination identified no damage to the tip. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified vessel. A 6.0 x 20mm, 40cm mustang balloon catheter was used for dilation; however, during inflation the balloon ruptured. The procedure was completed with another of the same device and no patient complications were reported.

Manufacturer narrative:
E1 initial reporter address: (B)(6). Device evaluated by MFR.: a mustang device was returned for analysis. The proximal section of device including the hub was not returned for analysis. A longitudinal tear was identified 3mm proximal of the proximal markerband extending 22mm distally. A visual and microscopic examination of the balloon material identified no issues that could have contributed to the complaint incident. A visual and microscopic examination of the markerbands identified no issues. The shaft was noted to be cut 70mm proximal from distal end of markerband. The proximal section of device including the hub was not returned for analysis. A visual and tactile examination identified no damage to the tip. No other issues were identified during the product analysis. B5 describe event or problem updated.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified vessel. A 6.0 x 20mm, 40cm mustang balloon catheter was used for dilation; however, during inflation the balloon ruptured. The procedure was completed with another of the same device and no patient complications were reported. It was further reported that resistance was felt during crossing the lesion and the device could not be removed from the sheath so shaft was cut.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified vessel. A 6.0 x 20mm, 40cm mustang balloon catheter was used for dilation; however, during inflation the balloon ruptured. The procedure was completed with another of the same device and no patient complications were reported.